Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  The customer did advise that they use a third party usb data cable (which is plugged into their device) in order to transmit data.  Damaged third party usb data cables can cause the device to power off unexpectedly; however, the customer had replaced (and discarded) the aforementioned cable prior to physio-control's evaluation of their device.  The customer did advise that since they replaced the cable they had not experienced any further unexpected losses of power.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device will intermittently power off by itself.  The customer further advised that the issue primarily occurs when they are attempting to transmit data.  There was no patient use associated with the reported event.